Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed the device had been serviced within the last 12 months for keypad related symptoms. Evaluation determined the cause of the previous symptoms was the keypad, which was replaced with each service event. The current issue does appear as a repeat service event. All required service actions were completed in the last service cycle and no issues were found that could have caused or contributed to the reported issue. The reported condition was not verified during evaluation. The device was found within specification in relation to the reported certain keys of the keypad found inoperable which was not reproduced during evaluation. Evaluation performed keypad testing and found no discrepancies. The input/output printed circuit board was replaced as a precaution using the previous servicing as justification for replacement. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that certain keys of the keypad on a spectrum pump were not working. There was no patient involvement. No additional information is available.